Manufacturer narrative:
Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, the status of the lenses were not provided. If explanted, give date: unknown, the status of the lenses were not provided. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer has had multiple intraocular lenses (unknown model and serial numbers) that had a shadow area on the edges of the lenses. Reportedly, these events all occurred during handling and prior to insertion. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the product malfunction review could not be completed since no serial number or product model was received. Labeling review: the labeling review was not reviewed. Neither the serial number nor the product model type was received therefore the labeling review for the dfu could not be performed. Conclusion: the reported complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.